Event description:
It was reported that the patient underwent an incisional hernia repair procedure on unknown date and absorbable straps were used. During the procedure, bleeding occurred and hemostasis was used to control. Another like device was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.